Manufacturer narrative:
Device evaluated by MFR.: promus element plus, mr, ous 3.00mm x 32mm stent delivery system was returned for analysis. Examination of the stent identified stent damage. Stent struts in the proximal and mid-section lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no damage. A visual and tactile examination of the hypotube found no damage. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 02feb2021. It was reported that crossing difficulties were encountered. A percutaneous coronary intervention was being performed. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified right coronary artery. A 3.00x32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a stent damage.